Event description:
It was reported that during the implant attempt, two leads were attempted and both leads had high impedance and high threshold through the analyzer during the implant procedure. Several target areas were tested with the analyzer. Neither lead was implanted. A dual chamber implantable pulse generator was implanted instead of the planned cardiac resynchronization therapy pacemaker. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).